Manufacturer narrative:
(B)(4). The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is in-progress. (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a (B)(4) product is defective or caused serious injury. Device not received.

Event description:
It was reported that the thumb valve became stuck in the down position during use. The device was replaced without any reported injury to the patient. No further information has been provided at this time.

Manufacturer narrative:
The sample was received with original packaging. The sample was received with the control valve in the down position. However, the thumb valve could be manually pulled up. When depressed and released, the thumb valve remained in the down position, and did not return to fully upright. The sample was dissected and the only abnormal condition, when compared to a standard, was a shiny condition inside the elastomeric seal. The root cause was determined to be manufacturing related. The device history record for m6095t301 was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).